Event description:
A malfunction alarm identified as code malf 19 was reported, with a fault ID available but not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.